Event description:
Customer reported multiple malfunction codes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No further information was provided.